Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely high sodium results. The results were not reported out of the laboratory. When the issue was noticed, the samples were rerun on the other dxc instrument in the laboratory, the results of which were reported. The field service engineer (fse) inspected the instrument and found gel in the mc (modular chemistry) probe, mc collar wash and flowcell. The fse replaced the probe and collar wash, and cleaned the gel out of the flowcell. The fse also replaced the ratio pump and the carbon bridge. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved when the field service engineer replaced the probe and the collar wash. Please note that the following medical device reports were filed based on the same set of events: MDR #2050012-2012-00592 (B)(4), MDR #2050012-2012-00593 (B)(4); and MDR #2050012-2012-00594 (B)(4).